Event description:
It was reported that this newly implanted right ventricular (rv) lead dislodged and subsequently was revised. No additional adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.